Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged at the distal end with struts on the first rows distorted, stretched and lifted from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the distal left circumflex (lcx) artery. A 2.75 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon reaching the obtuse marginal branch, it was noted that a previously implanted non-bsc stent in the obtuse marginal branch had been out of the main vessel. The synergy¿ stent came into contact with the previously implanted stent and became lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damaged occurred. The target lesion was located in the distal left circumflex (lcx) artery. A 2.75 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon reaching the obtuse marginal branch, it was noted that a previously implanted non-bsc stent in the obtuse marginal branch had been out of the main vessel. The synergy¿ stent came into contact with the previously implanted stent and became lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.